Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(4) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).